Event description:
It was reported that insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. The insulin pump also alarmed during the rewind. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. No other alarm was noted. The insulin pump was unable to prime during the prime test due to the loose drive support disk. The insulin pump had a missing end cap sticker.